Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill had resistance/friction during advancement and unraveled/stretched during placement. During a coil embolization procedure, the orbit mini complex fill3.5x7.5 coil stretched during placement in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the (mc) sl 10 s microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use. There was resistance when the coil was inserted in the microcatheter distal shaft, but there were no kinks in the mc that may have contributed to the event. The procedure was completed with similar product. No further information was available. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was found partially zipped without damage just residues of dry blood were found inside of it. The support coil, gripper and the embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and the distal section of it was found saturated with dry blood inside of the introducer and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage; the embolic coil was found stretched and the distal section of it was stuck inside of the introducer with residues of dry blood. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural issues, specifically the repositioning may have contributed to the confirmed failure.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was found partially zipped without damage just residues of dry blood were found inside of it. The support coil, gripper and the embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and the distal section of it was found saturated of dry blood inside of the introducer and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage; the embolic coil was found stretched and the distal section of it was stuck inside of the introducer with residues of dry blood. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil not be conclusive determinate; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization procedure the orbit mini complex fill had resistance/friction during advancement and unraveled/stretched during placement. During a coil embolization procedure, the orbit mini complex fill3.5x7.5 coil stretched during placement in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush was maintained through the (mc) sl 10 s microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use. There was resistance when the coil was inserted in the microcatheter distal shaft, but there were no kinks in the mc that may have contributed to the event. The procedure was completed with similar product. No further information was available. There was no report of injury for the patient. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and it was found kinked. The introducer was found partially zipped without damage just residues of dry blood were found inside of it. The support coil, gripper and the embolic coil were found inside of the introducer. The support coil and gripper were found without damage. The embolic coil was found stretched and the distal section of it was found saturated with dry blood inside of the introducer and it was still attached to the gripper. The gripper and the embolic coil were inspected through the introducer under microscope. The gripper was found without damage; the embolic coil was found stretched and the distal section of it was stuck inside of the introducer with residues of dry blood. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the conditions of the received unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The failure reported by the costumer as "resistance/friction during advancement" could not be evaluated due the conditions of the received product. The failure reported by the costumer as "coil - unraveled stretched" was confirmed. The cause of the kinks found on the hypotube and the stretched coil could not be conclusively determined. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. These devices are delicate and the IFU cautions "trufill dcs orbit detachable coils are delicate devices and should be handled carefully. Prior to use and when possible during the procedure, inspect the system for bends or kinks. Do not use a coil system that shows signs of damage." Review of the information suggests that procedural issues, specifically the repositioning may have contributed to the confirmed failure.

Event description:
During a coil embolization procedure, the orbit mini complex fill 3.5x7.5 coil stretched during placement in the aneurysm. During placement, the coil was left in the aneurysm, while the microcatheter was repositioned. There was resistance when the coil was inserted in the microcatheter distal shaft, but there were no kinks in the mc that may have contributed to the event. An adequate continuous flush was maintained through the (mc) sl 10 s microcatheter at all times, and the same microcatheter was utilized to complete the procedure. The mc was not re-shaped prior to use. The procedure was completed with similar product. No further information was available.